Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not perform the proper air removal techniques and filled the cartridge with cold insulin. Tandem technical support informed the customer that not performing the air removal technique and loading the cartridge with cold insulin is off label per the tandem user guide. Customer¿s blood glucose (bg) level was 581 mg/dl to "high" with large ketones not identified as dangerous by a healthcare provider. The customer addressed their elevated bg with a manual dose injection and went to the emergency room where they were treated intravenously with fluids of saline. The customer believed that there was an undefined issue with insulin. The customer was released (B)(6) 2024 with no permanent damage. The customer reverted to manual injections for insulin therapy.